Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products - oss porous coated im stem w/screw - 11.5 mm x 90 mm, item #: 150382, lot #: 339930; oss segmental femoral - left 7 cm, item #: 150355, lot #: 190480; oss porous coated bowed im stem w/screw, item #: 150402, lot #: 249770; oss-k diaphyseal segment 4cm w/screws, item #: cp111275, lot #: 011040; oss porous coated bowed im stem w/screw, item #: 150403, lot #: 614490; oss 16mm tibial bearing, item #: 150412, lot #: 485450; oss femoral bushings, item #: 150477, lot #: 381710; oss tibial bushing, item #: 150476, lot #: 337250; oss axle, item #: 150480, lot #: 193670; oss locking pin, item #: 150478, lot #: 823670; oss tm yoke, item #: 150493, lot #: 190730. Customer has not indicated that the product will be returned to zimmer biomet for investigation. Current location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2017-03127, 0001825034-2017-03129, 0001825034-2017-03130, 0001825034-2017-03131, 0001825034-2017-03132, 0001825034-2017-03133, 0001825034-2017-03134, 0001825034-2017-03135, 0001825034-2017-03136, 0001825034-2017-03138, and 0001825034-2017-03139.

Event description:
It was reported that following a total knee arthroplasty, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to the yoke fracturing.